Manufacturer narrative:
Additional information: h10 (image review). Summary image review: a 3.23 gb set of dicom images is provided for this investigation. The images show a balloon-assisted coil embolization of a large right ica cavernous aneurysm on (B)(6) 2021, of implantation of a fred with additional coiling on (B)(6), 2021, and of a diagnostic cerebral rica angiogram with recanalization attempts on (B)(6), 2021. The (B)(6) 2021 procedure shows a balloon-assisted coil embolization of a large right ica cavernous aneurysm with good results. However, at some point early in the procedure, a carotid-cavernous fistula develops for reasons that are not obvious. The fistula disappears after the balloon-assisted coil embolization. The (B)(6) 2021 procedure shows an uncomplicated deployment of a fred from the ophthalmic segment of the ica to the petrocavernous junction, with additional coiling. The (B)(6) 2021 procedure shows initially that the rica is occluded from the skull base to the supraclinoid ica just above the stent. A first maneuver to recanalize partially reopens the ica which then goes on to reocclude. A second maneuver reestablishes some minor flow only, with clot still visualized within the partially recanalized fred. This is where the procedure ends. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies stent thrombosis as potential complications associated with use of the device.

Event description:
It was reported that treatment of a large ica aneurysm was performed on (B)(6) 2021 using embolization coils and a fred device. The patient was reported to return 9 days later with clinical symptoms. The fred device was occluded and not possible to reopen. It was indicated that the reason for the occlusion was the patient did not take the required ass and plavix medications.